Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during the intraocular lens implantation had noticed scratches on the lens. Had two scratches, one paracentral linear scratch on the posterior face of the optic, but much shorter in length and another on the posterior face in the periphery. The scratch was deemed both to be minimally significant and left the lens in place implanted. Additional information has been requested and received stating they did not appear to be visually significant, so didn't explant those lenses and were left implanted. There are two medical device reports associated with this event. This is 1 of 2.